Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep recommended the replacement of the interconnect cable and the lemo connector. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.